Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for maintenance. Additional evaluation findings were as follows: light cover glass was cracked, optical cover glass was cracked and chipped, light cover glass and optical cover glass adhesive were worn, there was blockage in the outlet pipe condition, and distal end cap and distal end adhesive were worn. Control body identity badge was missing, up and down left and right angles failed to meet the specifications, up, down, left, and right angle play was evident, and water flow, water removal, and electrical safety test failed to meet the specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A user facility returned the colonovideoscope to the olympus service center for maintenance. Upon inspection and testing of the returned device, it was observed that contamination was identified in the air and water channels. This report is being submitted for the event found during the evaluation. There was no patient involvement.